Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that pt was having a hard time charging their stimulator. Pt said they haven't used the implant in about a month as they have been in and out of the hospital (pt confirmed hospital stay was unrelated to device/therapy) and haven't been doing a lot of moving around or walking. Pt said their legs gave out recently and they realized they didn't have their implant on. Pt said that turned the implant on and the battery levels show that the implant is charged to 50% and the controller is charged to 60%. Pt said that since yesterday, they have been trying to adjust the settings, and they use group b, program 1, and that the intensity kept going back to 0.9, but they wanted to have it at 1.0. On the call, pt confirmed that intensity was showing 1.0, but it had not stayed there before. Pt confirmed that they do not have adaptive stim. The patient was redirected to their healthcare provider to further address the issue. Pss provided pt with number for health care professional (hcp) office to page a medtronic rep. Pss sent email to field, but did not promise a time-frame for a call back.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.